Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use (IFU) states in the caution section: do not continue advancement or retraction of the catheter or other device into or out of the sheath if there is resistance. Determine the cause of resistance before proceeding.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses. The patient had aneurysmal arteries from the left subclavian extending down to the iliac arteries. It was reported that both conformable gore® tag® thoracic endoprostheses were deployed and implanted with no resistance met when advancing. When retracting the dryseal flex sheath 24fr (dsf2433/1v386163), the right common femoral artery tore. The patient¿s blood pressure dropped and the patient became destabilized. The physician advanced a coda balloon to occlude the artery and utilized a buddy wire to deploy two gore® viabahn® balloon expandable endoprostheses (bxa085901a/18208252 and bxa085901a/18208255). The physician noticed under angiography the buddy wire had gone through the false lumen and the gore® viabahn® endoprostheses were implanted in the false lumen. The physician attempted to gain access through the left common femoral artery and the plan was to attempt to crush the viabahn® balloon expandable endoprostheses to open up the true lumen. The physician could not get past the viabahn® balloon expandable endoprostheses with the guidewire. There were approximately ten units of blood given. The patient hemorrhaged during these attempts and the physician was not able to gain access through the true lumen past the gore® viabahn® endoprostheses. The patient expired.